Manufacturer narrative:
He results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's system was auto-reducing and was unable to enter MRI mode. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146159.

Event description:
It was reported both patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.